Event description:
Customer stated they obtained unusually high asymmetries bis left versus bis right.

Manufacturer narrative:
The MFR has notified FDA of the recall on nov 2011. There was no lot number for the bilateral sensor in this report, however this is being submitted as a 5-day report because it is possibly associated to recall. Sample was discarded at the time of use and therefore not available for investigation.